Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: as stated in the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag device may include, but are not limited to, vascular trauma, (e.g., ilio-femoral vessel dissection, bleeding, rupture), and death. Additional gor tag devices related to this event: (B)(4). Gore dryseal sheath related to this event: (B)(4) (refer to mfg report# 2017233-2011-00287).

Event description:
On (B)(6), 2011, the patient was implanted with two gore tag thoracic endoprosthesis to treat a type-3 endoleak between previously placed endografts. The iliac artery ruptured upon removing the gore dryseal sheath. The patient died during attempts to stabilize him.